Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system is significantly slow. The customer stated that there was a patient care delay due to this malfunction. There were no adverse events or injuries reported based on this incident.